Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina, nausea, and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the patient presented with multiple vessel coronary artery disease and a 3.00 x 33 mm xience sierra stent was implanted in the right coronary artery with no tortuosity and no calcification. On (B)(6) 2019, the patient developed chest pain and nausea symptoms. Myocardial infarction was not diagnosed; however, EKG changes were noted and medication was given. On (B)(6) 2019 angiography was performed and stent thrombosis was identified. Moderate clot aspiration was achieved with a non-abbott thrombectomy device and balloon angioplasty was performed with a nc trek balloon dilatation catheter to restore flow. The patient was reported to be doing well post procedure. No additional information was provided.